Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported the patient presented to the hospital with a ruptured iliac artery. The location of the rupture was between the distal part of the stent graft and the internal iliac artery, which is attributed to the lack of extending the stent graft to the orifice of the internal iliac artery at the time of implant. Two aneurx stent grafts and one other cuff made by another manufacturer were implanted and successfully repaired the artery. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (ruptured aneurysm). Evaluation conclusion: user error (stent graft not extended to the orifice to the internal iliac artery).